Event description:
On (B)(6) 2006, the patient underwent treatment for a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2008, the patient presented with another rupture, due to an enlarging aneurysm sac (cause unknown) and retraction of the left limb of the graft into the sac, causing a type I endoleak. The patient underwent another procedure to seal the endoleak and extend the left side devices with two more stent-grafts. He did well post-operatively.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: pxl161207/#04352170, pxt261218/#04390627, pxc161000/#04385334, pxc141000/#04297540.